Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. Customer reported the drive support cap appeared normal and pump contains more than one motor error alarm within the last 30 days. The device will be returned for analysis.